Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a false air in line alarm was confirmed in the pump's event history by a baxter service technician. This condition was caused by air in line printed circuit board failure. The pumphead module was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Event description:
The facility reported a colleague infusion pump with a false air in line alarm. It is unknown when or in which care area this event occurred. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event and they are not willing to be contacted for any further information. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.